Event description:
It was reported in an article (simopoulos, t, and gill, j. Magnetic resonance imaging of the lumbar spine in a patient with a spinal cord stimulator. Pain physician. 2013; 16:e295-e300. Issn 2150-1149) that a patient with a scs experienced shocking upon activation of the device after an MRI. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).